Event description:
The device was used to test a patient's blood glucose and a result of 596 mg/dl was obtained. A repeat test yielded 523 mg/dl. A venous sample was drawn for a lab test and the result was 239 mg/dl. The patient was given an insulin drip. Controls were in range on the system. The device was replaced and requested to be returned for evaluation.